Event description:
An abnormal ra lead resistance value and a noise event were confirmed at (B)(6). When the patient came to the hospital for a checkup, it was found that the lead had broken.on march 19, a new lead was implanted, and the old lead was left in the body.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.